Manufacturer narrative:
The information submitted reflects all relevant data received. The devices associated with this adverse outcome were returned and the patient was identified as being deceased. At this time, no additional information is available. However, if additional information is subsequently received, it would be processed and considered accordingly. (B)(4). Concomitant products: d334trg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2012; 694765 implantable tachy lead, implanted: (B)(6); 4592-45 implantable pacing lead, implanted: (B)(6) 2012.

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately seven months after device system was implanted.

Manufacturer narrative:
Product event summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.